Manufacturer narrative:
The cause of the initial falsely elevated pt result and result imprecision is unknown. It is known that user error likely contributed to imprecision. The customer was using a non-standard practice of pouring over the innovin reagent into re-used reagent vials. The information provided is highly suggestive of reagent and/or instrument contamination due to this non-standard practice. The account suspended use of the analyzer pending resolution of the issue. The account moved testing to their back-up instrument.

Event description:
A falsely elevated prothrombin time (pt) result was reported on a patient sample. The result was reported to the physician. The sample was retested on the same analyzer in replicates of 10 and a range of lower results was obtained indicating imprecision. The patient was not treated on the basis of the reported falsely elevated pt inr result. There is no report of adverse outcome to the patient as a result of the initial falsely elevated pt inr result.